Event description:
Sales consultant learned of upcoming case on (B)(6) 2013 scheduled for (B)(6) 2013. The case was reported to be hardware removal of a broken trochanteric fixation nail (tfn). It is unknown how the nail broke. Sales consultant updated the complaint handling unit on (B)(6) 2013 it was suggested to the consultant by the surgeon that the possible cause of the tfn break was due to the fractured pattern. The broken short tfn was removed and replaced with a longer tfn. An extended operative time of greater than 30 minutes due to device related issues. Surgery was successfully, patient recovery expected. This is 2 of 2 reports for this complaint (B)(4).

Manufacturer narrative:
The investigation could not be completed; no conclusion could be drawn, as no product was received. A review of the device history records has been requested.